Event description:
Event: patient reported right knee replacement surgery and was treated in the hospital for afib (atrial fibrillation) in (B)(6) 2024. Not on sotalol for it. Off of metoprolol and abitric. Freq: inject 1 syringe intra-articularly into the left knee weekly for 3 weeks. Prescriber contact information: (B)(6).